Manufacturer narrative:
Additional information was received. The investigation results of the provided information has been provided. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: n/a as no reference number was available. Event description (event details, per) - event summary: product was implanted on (B)(6), 2007 and was revised on (B)(6), 2012 due to pain, fluid collection and elevated cobalt level. No further information received. Review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation no product documentation was reviewed for investigation. Note: the missing information was requested at complainant, the latest one on month (B)(6), 2017. Conclusion summary neither product identification labels, x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. Zimmer (B)(4) consider this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted a winterthur hip implant (catalogue number unknown) on the left side on (B)(6) 2007 and the patient underwent revision surgery on (B)(6) 2012 due to pain, elevated metal ions and fluid collection.